Event description:
Reference number: (B)(4). Event occurred in saudi arabia. It was reported that patient experienced insulin flow blocked alarm event on 08-feb-2026. The blockage is located in tubing as the insulin does not exit the tubing with manual plunger push. No further information available.